Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the force sensor is out of calibration, and the force sensor resistance measurement is out of specification. There was evidence of contamination observed on the force sensor plate. Evaluation revealed a discolored/dislodged display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Correction number: 2531779-03/24/2010-003-r.

Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor is out of calibration, and the force sensor resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(6) 2011.